Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. A philips field service engineer evaluated the device and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.